Manufacturer narrative:
The location of the explanted devices are not known.

Event description:
A report was received through social media that a patient had an infection around the ipg site and had two stimulators removed. No further information could be obtained.